Manufacturer narrative:
A follow up was performed and the responder reported that the customer had the device serviced by a third-party company. The responder was unable to provide any details on what repairs were performed, and it was reported that the device was returned to service. Insufficient information is available to determine the resolution of the event. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that while the v60 ventilator was in use, the device¿s touchscreen malfunctioned, preventing any adjustments or even turning the ventilator on or off. The customer contacted the engineer by phone, but they couldn't fix the issue immediately, so the patient was moved to a different ventilator. There was no patient or user harm reported. The equipment was sent for repair the next day. The investigation is ongoing.